Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a hardware low level failures error and damage. The customer blood glucose level was unknown at the time of the incident. The customer reported the error and cracks on the reservoir compartment o ring. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Format history file analysis confirmed pump error (variable 3) due to broken keypad trace. Unit passed self-test. Unit was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, cracked case corner of belt clip rails, fading serial number label, pillowing keypad overlay, missing display window cover and scratched case.